Manufacturer narrative:
One quadripolar, bi-directional, safire tx ablation catheter was received for evaluation. Electrodes 1-4 met specifications of acceptable resistance values with no open or short circuits detected. The catheter met specifications for thermocouple electrical testing and no error message was noted when the catheter was connected to the generator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported connection and display issue remains unknown.

Event description:
Related manufacturing reference: 2030404-2024-00016. During an atrioventricular nodal reentrant tachycardia (avnrt) case, communication issues with the catheters resulted in a procedural delay. The catheter did not register on the ampere generator and no signals or proper display of the catheter was seen on the ensite x or on the non-abbott recording system (ge). All the connections were checked to ensure proper hook-up, the catheter connection cable was changed, the gen connect cable was changed, the generator was exchanged, the catheter was exchanged, and the system was power cycled. The issue was not resolved, the new catheter did not register in the generator as being connected and no signals or catheter display was seen. This second catheter was exchanged for a tacticath se ablation catheter and the issue was resolved. The procedure was completed with no adverse consequences to the patient.